Event description:
Complaint is reportable based on device analysis completed on (B)(6) 2010. It was reported that during unpacking the guide wire was stretched out. As the physician removed the amplatz super stiff guidewire from the packaging the guidewire stretched. No patient complications occurred and the patient's status was reported as "stable". Device analysis revealed a core wire fracture.

Manufacturer narrative:
(B)(4): an examination of the returned device revealed that the distal tip was unraveled and the core wire was fractured. Sem analysis revealed that the fracture surface exhibited material elongation and elongated dimple ruptures indicative of a tensile/bending action. Compression and tension zones were observed. No material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)